Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured september 24, 2015- september 25, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The reporter stated that the expected therapy time was 48 hours; however, the device completed therapy in 24 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.